Manufacturer narrative:
The suspect device was evaluated by olympus and it was determined the light output was out of specification (low) on manual brightness adjustment values -5 and -6. The cause was assigned to the led lamp base. No further evaluation was performed.

Event description:
An olympus cv-170 was returned to olympus for annual inspection. No information is available at this time related to patient involvement and no alleged failure of the device was reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Update to section h6. The device history record was reviewed for the device involved and it was confirmed that there were no abnormalities in manufacturing, deviations or non-conformance found. The legal manufacturer could not conclusively determine a root cause of the failure.